Event description:
Patient was brought to the operating room for a tavr. During the procedure the medtronic valve was prepared and evaluated with fluoroscopy over the right hemithorax. A straight wire was used to cross the native stenotic aortic valve. This was exchanged for a pigtail catheter placed in the apex of the left ventricle. Hemodynamic assessments were performed and recorded. The dry seal sheath in the right femoral artery was then removed and over the guidewire the medtronic transcatheter system was advanced inline. Several attempts were made to deploy the valve, however, as the valve was being deployed the valve would jump and malposition. The valve would be recaptured, however, the delivery system then cracked and as a result the valve was recaptured and the entire system was removed. A new 29 mm evolut probe was reprieved, paired and again checked under fluoroscopy over the right hemithorax. This valve was then placed in line over the guidewire and advanced through the native stenotic aortic valve. During the deployment the valve appeared to be in optimal position. The deployment was then completed. Hemodynamics were again assessed. When the patient was in recovery the patient developed symptoms of a stroke and was evaluated and found to have an embolism of the left middle cerebral artery. It is unclear if the embolism has complication of the tavr procedure, underlying condition of the patient, or related to the device malfunction. Investigation is ongoing.